Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced no audio output.

Manufacturer narrative:
(B)(4). : device available for evaluation: returned to manufacturer. Device evaluated by manufacturer. Labeled for single use. Evaluation of the returned device confirmed the reported no audio output.